Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy plus pump alarmed with a "battery depleted" alarm during infusion. The alarm persisted despite replacement of the batteries, the pump could not be restarted, and the infusion was stopped. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.